Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to high pacing threshold and loss of capture. The lead could not be placed in a location where diaphragmatic spasm would not occur. A new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found body fluid in the lumen. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to high pacing threshold and loss of capture. The lead could not be placed in a location where diaphragmatic spasm would not occur. A new lead was placed. No adverse patient effects were reported.